Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric sleeve, when using the device, the unit started clicking and would not engage. A new one was opened to complete the case. There was no patient injury.